Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that there were sixteen (16) cases of complications attributable to metal implants. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in the (B)(6). Literature - wilson, j. Et al (2017). Volar locking plate fixations for displaced distal radius fractures: an evaluation of complications and radiographic outcomes. Hand, 1-7. Doi: 10.1177/1558944717717505. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that there were sixteen cases of metal wear complications. Attempts have been made and additional information on the reported event is unavailable.